Manufacturer narrative:
They had 1/2 inch tubing installed during calibration. Failure occurred trying to occlude tubing from 100% flow. Occluder failed moving from full flow to partial occlusion. During laboratory analysis, the product surveillance technician (pst) observed the device to operate as intended.

Manufacturer narrative:
The reported complaint was confirmed. The service repair technician (srt) was unable to duplicate the reported complaint. He replaced the drive motor and linear potentiometer as a precaution and most likely the cause of the reported complaint. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). Evaluation is in progress, but not yet concluded.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the occluder kept resetting. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per clinical review: I corresponded with the manager of perfusion, regarding the incident with the venous occluder. The team set up and calibrated the occluder with the 1/2 inch tubing prior to initiation of bypass without any error messages or concerns. During cpb on (B)(6) 2017, the occluder head kept resetting itself by closing and then opening. The team did not recall any messages on the central control monitor (ccm), nor any question marks over the occluder icon on the ccm. The team did not look at the occluder module that was attached to the network interface card (nic)board to verify the light emitting diode (led) active light color. To mitigate the problem, they used perfusion clamps to occlude the venous line when instructed to by the surgeon. The team did not change the occluder on bypass, they opted to wait until after the procedure, and exchanged the occluder with one of their occluders from another pump. The incident did not delay the surgical procedure, and there was no harm, nor blood loss associated with the incident.